Event description:
It was reported that far r-wave oversensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.